Manufacturer narrative:
Upon investigation it was determined that this device did not cause or contribute to the reported event. This device has been reassessed as not reportable for this event; event will be reported on 0001822565-2019-02065, 0001822565-2019-03522, 0001822565-2019-03527.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #00620205422 tm shell, lot #: 61297493. Item #00771100900 m/l stem, lot #: 61240955. Item #00801803202 femoral head, lot #: 61283362. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02065, 0001822565-2019-03522, 0001822565-2019-03527.

Event description:
It was reported that a patient had an initial right total hip arthroplasty performed. Subsequently, approximately six years post op the patient underwent a revision procedure due to pain, swelling, and elevated metal ions. During the revision procedure, black debris was noted around the head/neck junction and a nonfunctional locking ring made it difficult to remove the liner. Adverse local tissue reaction (altr) was noted and a small amount of purulent fluid was aspirated from the pseudocapsule, but a diagnosis of infection was not definitive. The head, liner, and locking ring were replaced without further complication. Additional information was requested however, none was available.